Event description:
The patient claims the following: the graft was implanted in 1995, to repair a ruptured aorta. The implant surgeon recommended a cat scan every 6 months to follow-up surgery. Cardiologist said the scans were not necessary, so none were done. In 02/2000, the pt started experiencing intermittent pain in their chest, although no diagnosis was made, pt stated that the cardiologist said the pain had nothing to do with their heart.